Manufacturer narrative:
Because the lens remains implanted at the time of the emdr submission, explant date is not applicable. Reason for non-evaluation: at the time of the emdr submission, the lens remains implanted in the patient's eye. All pertinent information available to abbott medical optics (amo) has been submitted. Placeholder.

Event description:
The patient reported that she had an intraocular lens implanted in each eye. The patient reported that in the left eye she sees a floating black line that flutters like an eyelash and her eye is red. The doctor told her that it is an opacity behind her left eye and was told that if she does not get it fixed within a month, it would get worse. She stated that the outlines of letters are very fuzzy and things are very bright since the lens was implanted. Follow-up with the patient indicated that she has a pre-existing condition of dry eye. Her symptoms have dampened her daily activities. She said that it feels like she has a foreign object in her eye ball and thinks that she is seeing the edge of her lens. She initially had a red blotch which has since dissipated. The patient takes prednisolone drops now for the third week. The patient is uncomfortable and is seeing halos. The patient visited a closer physician who indicated that there was no infection. The patient saw the implant doctor one day post op for each eye and discussed doing a yag procedure at the end of (B)(6). The patient is not working and is not driving. The patient is frustrated that the implant physician did not spend time describing the details of the procedure and post operative results. A separate e-MDR is being submitted for each eye. This e-MDR is being submitted for the left eye.